Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo_12.1 implantable collamer lens of -15.0/1.5/134 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a longer length lens and the problem resolved. The cause of the event was unknown.